Event description:
It was reported by a field service representative (fsr) that a purge failure occurred during use on a patient. As a result, the pump was swapped out. There was no report of patient complications, serious injury, or death. Fsr was unable to reproduce symptom.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure alarm" is not able to be confirmed. No part or recorder strip was returned to manufacturer for investigation. The field service agent serviced the pump and could not reproduce the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by a field service representative (fsr) that a purge failure occurred during use on a patient. As a result, the pump was swapped out. There was no report of patient complications, serious injury, or death. Fsr was unable to reproduce symptom.